Event description:
New information noted the failure to sense resulted in competitive atrial pacing.

Event description:
It was reported, that the patient presented for follow-up in clinic. Upon interrogation, it was noted, that the right atrial (ra) lead exhibited failure to sense. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.